Event description:
The customer returned the colonovideoscop to the service center for evaluation related to a separate issue. During testing the service center identified foreign material was found on the light guide rod lens and the air water cylinder. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction is due to inappropriate material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.